Event description:
Nurse entered resident's room and found her lying in bed with head and right shoulder & arm between siderail bars. Resident's larynx was pressed against first bar. Nurse maneuvered resident back onto bed with some difficulty. Nurse noticed purple marks and felt a flutter which only lasted a few seconds. Nurse called for floor nurse stat. Floor nurse responded, checked resident's pulse, and found none. Nurse supervisor responded to call, checked pulse and listened for heart beat and noted no pulse or heart beat. Floor nurse notified doctor. Resdient pronounced dead.